Event description:
We inserted anchor with the same lot # as the other two that broke and implanted it successfully. The tip remains in the patient with the anchor that broke. It appears three anchors broke during this case.

Manufacturer narrative:
No product is being returned for evaluation. (B) (4)